Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing detailed instructions to reset the pump. After successfully resetting the pump, there were no further occurrences of the error, and the customer was able to start a new sensor session without issues.